Manufacturer narrative:
Additional information was received on (B)(4) 2015. Ptc results were added and the text was amended accordingly pharmacovigilance comment: sanofi company comment for follow up dated (B)(4) 2015: in this case, follow up information received does not change previous company assessment. Sanofi company comment for dated (B)(4) 2015: this case concerns a female patient who received treatment with synvisc one injection. Later, the patient had arthroscopy, knee reconstruction, great pain afterwards and a torn meniscus. Since, the dates of arthroscopy and knee reconstruction are unknown, so it is difficult to deduce the exact causal relationship between the product and the event. Also, no information regarding the indication for which synvisc one was administered and general medical condition of the patient makes the assessment of the case difficult.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a patient. This case involves an elderly female patient who had arthroscopy knee reconstruction and had a torn meniscus, she was in great pain afterwards and it made her knee worse after receiving treatment with synvisc one. No past drug, medical history, concomitant medication or concurrent condition was reported. On an unknown date, the patient had needling done in both knees, which was quite good and beneficial, but not enough in her right knee. On an unknown date in (B)(6) 2014, the patient commenced treatment with synvisc one injection (dose, route, frequency, batch/ lot number, expiration date and indication: not provided) into an unspecified location. It was reported that synvisc one made her knee worse and she ended up in hospital. On unk dates, the pt had to have an arthroscopy, and a knee reconstruction. It was reported that the pt was in great pain afterwards, and had a torn meniscus. Action taken: unk. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. It was reported corrective treatment: not reported for all the events outcome: unknown for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product safety. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: hospitalization or prolongation for all the events; required intervention for the events of arthroscopy and knee reconstruction.